Manufacturer narrative:
The screw threads on the enclosed screw do not appear to be stripped and the tip end of the screw is broken off. The part number of the screw is unknown. An investigation was performed to determine the part number of the screw and is believed to be 407.632. The dimensional analysis is based on the assumption that screw is part number 407.632. However, because no part number was provided, it cannot be determined with 100% certainty that the enclosed screw is part number 407.632. Dimensional analysis was completed using the section of thread away from the break. Since no issues were found during dimensional analysis and not lot number was provided this complaint is indeterminate from a manufacturing standpoint. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Event description:
Facility contact reports a 32.0mm x 4.0mm synthes cannulated screw, part number unknown, was damaged during a foot fusion procedure. Follow up with another facility contact who was present during the procedure indicates that the threads were stripped off of the screw. The screw had to be pulled out, the operative site had to be irrigated, and another screw had to be inserted, leading to a delay of approximately 20 minutes to the procedure. Otherwise there were no adverse effects on the patient. This is report 1 of 1 for complaint (B)(4).